Manufacturer narrative:
Date sent: 09/08/2009. Advancer bypass, malformed clip, indicator wheel failure. Evaluation summary: the analysis results of the device found that it was received in good visual condition. It was cycled and one malformed clip was released. Once the jaws were cleared, the device was cycled and an advancer bypass incident was noted causing one pear shaped clip. The remaining five clips were conforming according to manufacturing specifications. Additionally, the device locked out as intended, but the orange indicator was noted beyond its intended position. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping the artery once they clamped down, the clip came out fine, but the device would not release. This occurred with two devices. They had to clamp around where the device was stuck in order to remove it from the tissue. Another device was used to complete the procedure. One device was discarded and the other will be returned.